Event description:
Reportedly, when the bag was being removed, part of the bag broke and fell into patient's abdomen. The bag was recovered and no patient injury was reported. Procedure:laparoscopic cholecystectomy.